Manufacturer narrative:
(B)(4). D4 and g4: it was reported that all available information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient began experiencing pain. The patient underwent a revision in which the tibial component was found to be loose with very little cement adhered to the titanium surface. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted devices covered in biodebris. Further evaluation could not be performed as the devices were not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.